Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian, (B)(6) female patient underwent primary breast augmentation with unknown size unknown saline implants smooth and experienced left breast implant deflation postoperatively. It was reported that the left side is lower than the other one, and when leaning forward the left one seems more long. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.